Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4.

Event description:
Unomedical reference number (B)(4) event occurred in the united kingdom it was reported that the patient faced infusion set cannula bent event on 15-apr-2024. The symptoms were noticed within 3 hours of insertion. The patient got hospitalized as the glucose level was 33mmol and the ketone level was high and identified to be as life threatening. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.